Manufacturer narrative:
H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in germany. It was reported that the patient experienced that catheter was not inserted correctly on (B)(6) 2025, which resulted in elevated blood glucose (300 mg/dl). The catheter was worn for two to three days. No further information was available.